Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the guiding catheter was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that using a radial artery access approach during a procedure of the mildly tortuous, mildly calcified, 75% stenosed, distal right coronary artery (rca), the balance middleweight (bmw) elite guide wire was advanced inside the non-abbott guide catheter. It was noted that the guide wire advanced through a side hole of the guide catheter and became stuck with the guide catheter; the guide wire could not be removed separately. Both devices were removed as a single unit from the anatomy, without reported issue. A non-abbott guide wire was exchanged and used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.